Event description:
The customer reported that the ion-selective electrode buffer syringe of an au600 clinical chemistry analyzer was leaking. The volume of the leak was unknown, the leak was not contained within the instrument and had leaked to the floor. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was reviewed.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse), examined the system and identified that the buffer syringe case was cracked. The fse repaired the case. Upon completion of the necessary and verified activities, the instrument was returned back into operation. The customer was to order a syringe case replacement at a later date. The failure was a cracked syringe case. No erroneous results were generated however, upon recur; this failure mode has the potential to cause discrepant results. (B)(4).